Manufacturer narrative:
Follow-up #1 date of submission 07/02/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: investigation revealed that the keypad was torn at the contrast, up arrow, and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are inoperable. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the contrast button is missing and the keypad flex for the contrast button is damaged. Investigation also found that the up arrow button contact is inverted.

Event description:
On (B)(6) 2012, the reporter called animas alleging the up and down arrow keypad buttons are unresponsive to presses. The patient reportedly keeps the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.